Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functioning within specifications but had reduced capacity due to an overdischarge. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that although there was initially a ¿smooth effect on the pain in the perineum¿ after implant, that since about 2018 the patient had experienced a strong stimulation feeling. The issue was treated with turning the implantable neurostimulator (ins) off. It was later reported at the time of report that the patient experienced a strong stimulation feeling with the ins on, even though it was at 0.1 v. It was additionally reported that ¿the wide area up to the upper back, including the ins, became hot.¿ this issue ¿occurred even when the ins was off.¿ furthermore, it was stated that ¿because it became hotter during charging, it was decided to remove the ins and observe the patient¿s condition.¿ the patient¿s symptoms had worsened. The patient¿s physician observed the cause of the event to be a possible ins malfunction or a ¿phenomena caused by progression of other patient underlying disease.¿ the issue remained unresolved at the time of report; the ins was removed as a result of the event. There were no further complications reported or anticipated. It was noted the patient was being treated for perineal disease with an unknown cause.